Event description:
The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report . At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. At this time, it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event was due to incorrect o-rings in the flow sensor receptacle. The fsr replaced the o-rings, calibrated the turbine transducer, and exhalation flow transducer. The fsr performed the operational verification procedure and reported the device meets service specifications.